Event description:
It was reported an alarm was heard and also confirmed by telemetry. Telemetry confirms a critical alarm is occurring. The alarm was due to a motor stall. The patient started hearing the pump alarm on (B)(6) 2014. The pump was read (B)(6) 2014 and revealed a motor stall that has not yet recovered. It was verified that the patient did not have an MRI. Additional information reported the patient had an magnetic resonance imaging (MRI) one week prior to the motor stall that did not recover. After the MRI, the pump was receiving and delivering successful personal therapy manager (ptm) boluses, according to the patient. Then the pump stopped about a week or two weeks later and had not recovered. The patient experienced withdrawal and was supplemented with oral medication. The pump was turned down to lowest simple continuous dose at: fentanyl 360 mcg/ml; 17 mcg, bupivicaine 20 mg/ml; 1 mg, hydromorphone 1.5 mg/ml; 0.07 mg and clonidine 220 mcg/ml; 10.5 mcg. The pump was replaced without any problems.

Manufacturer narrative:
Analysis of the pump revealed corrosion, wear, and lubrication of the motor gear train. The stall was due to the shaft-bearing.

Event description:
On 5/30/2014 information was received from a healthcare professional indicating that the cause of the stall was unknown. They could not restart the pump. It was too soon to tell how the patient was doing. Logs confirmed that a motor stall occurred on (B)(6) 2014.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.